Manufacturer narrative:
Concomitant medical products: 459878 lead, implanted: (B)(6) 2017. Unknown biotronik lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes, out of range impedance, and sensing integrity counter (sic). Atrial and ventricular oversensing were also noted. It was indicated that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) was ¿on¿ and did not have a magnet applied while electrocautery was being used during surgery. The crt-d was reprogrammed and remains in use. No patient complications have been reported as a result of this event.